Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation that started under the lifevest garment and spread down to the patient's groin area. The irritation was described as red and swollen. There was no alleged device malfunction contributing to the irritation. The patient's nurse recommended the patient put a thin shirt under the lifevest, however, the patient was not able to do this as the lifevest equipment would not function properly with a shirt under it. The patient's nurse spoke with the patient's cardiologist about prescribing an oral medication for the rash. Follow up with the patient indicated that the patient's skin irritation improved. It's unclear if the patient took the oral medication prescribed by her cardiologist. Reporting out of the abundance of caution.